Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, serial/lot #: (B)(6) rev. K, ubd: , UDI#: ; product ID: bi71000273, product ID: bi71000144, serial/lot #: (B)(6) rev. 2, product ID: bi71000135, serial/lot #: (B)(6) rev. 2, the manufacturer representative (rep) went to the site to test the imaging system. The door winch was bound up due to being improperly opened manually. They replaced the door winch and broken covers. System check was good; the system was operational. Codes: b01, c07, d02 the cover was returned for analysis (bi71000144). Visual inspection showed two of the four standoffs for mounting cover to the system were damaged and cover had a large crack. There was physical damage to the cover. Codes: b01, c07, d02 returned: 2025-apr-29 the cover was returned for analysis (bi71000135). The cover failed visual inspection. The standoffs on the inside of the cover were broken off. Physically damage was observed. Codes: b01, c07, d02 returned: 2025-apr-29 the door winch was returned for analysis (bi71000429). They tested the winch motor assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Drive assembly functioned as normal. No failure was found. Codes: b01, c19, d14 returned: 2025-05-22 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that the imaging system gantry would not fully open and that site had to use the emergency wrench to get it fully open. There was no patient involved.